Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The authorized getinge distributor has reported that when the technical team inspected the iabp, they tried to calibrate the vacuum and pressure regulator again; but the compressor could not produce enough pressure. They adjusted the pressure regulator, but it was not possible to increase the pressure to more than 350 psi. In addition, the company representative from our local business unit reported that the customer/hospital personnel permanently retired the faulty cardiosave iabp and replaced it with another safe iabp. The customer has two (2) other cardiosave iabps.

Event description:
Customer reported that during service/test, the cardiosave intra-aortic balloon pump (iabp) emitted electrical test fails #14 and this error could not be removed. There was no patient involvement, thus no adverse event was reported.